Event description:
The customer called requesting assistance with air bubbles and insulin leaking from the reservoir. Advised the customer to remove the reservoir from the insulin pump as she stated that insulin continued leaking from the reservoir that it was half-filled. The customer's glucose level at time of the call was 162mg/dl. The customer stated that while attempting to push the air bubble back in the reservoir started to leak at the transfer guard. Instructed the customer to disconnect at the quick release and to remove the reservoir from the insulin pump. No further info was provided.

Manufacturer narrative:
Inspected one opened used reservoir and performed pre-fill reservoir test. The reservoir passed the tests and no leaks or air bubbles were observed during the filling process. Performed manual prime and high pressure tests. The reservoir passed the tests. The reservoir was connected and locked in place. A visual inspection found physical damage to the transfer guard. Unable to confirm the customer received the reservoir with a damaged transfer guard. The reservoir was opened and used upon receiving.